Event description:
The complainant reported that during the impella 5.5 procedure, the introducer was leaking at the peel away point. The impella 5.5 was then advanced into the ventricle and support was initiated. The introducer was then removed. It was further reported that care was withdrew and the patient expired. The relationship between the impella 5.5 and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.